Event description:
It was reported patient underwent procedure to implant compression fusion plate on an unknown date. Subsequently, implant fractured approximately six months after procedure. It is unknown whether a revision procedure has occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Manufacture date - unknown.

Event description:
It was reported patient underwent a tarsometatarsal joint fusion procedure to implant a compression fusion plate on (B)(6) 2012. Subsequently, implant fractured approximately six months after procedure. It is unknown whether a revision procedure has occurred.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening, bending, cracking or fracture of the components or loss of fixation in bone attributable to nonunion, osteoporosis, markedly unstable comminuted fractures."